Event description:
Treatment of an aneurysm. It was reported that the distal end of the pipeline did not open during deployment and eventually opened after several manipulations with the pushwire/catheter. No patient injury reported.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. Model# of other pipeline involved: fa-77450-14, lot: 9517096 - dom: 11/18/2011- exp: 07/01/2014. (B)(4).